Manufacturer narrative:
This supplemental report is being submitted to correct section g4 on initial report.

Manufacturer narrative:
The hand-piece was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there was some tissue buildup on the jaw. The ptfe pad (teflon pad) was inspected and found approximately 0.296¿ of the teflon pad missing exposing metal on the jaw. The missing portion of the teflon pad was not returned. The hand-piece was attached to a test usg-400/esg-400 and passed the functionality test. The hand-piece passed the probe check. A u508 seal and cut short circuit error was observed when the jaws are closed and activated, due to the missing teflon pad insulation. Based on the evaluation, the ptfe pad (teflon pad) was inspected and found a portion of the teflon pad is missing exposing metal. Approximately 0.296¿ of the teflon pad was not returned and is suspected to be missing. A u508 seal and cut short circuit error was observed when the jaws are closed and activated, due to the... The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic paraesophageal hernia procedure, while the doctor was performing cut and seal the hand-piece failed. No device fragment fell inside the patient and there was no visual damage to the teflon pad or probe unit. The generator settings were cut1/coag1 and the itm was off. The intended procedure was completed. Additionally, the device and the connection points to the generator were inspected prior to use and no abnormalities observed. There was also no cable damage observed (generator, handpiece, etc¿)